Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath and dizziness when the device reached elective replacement indicator (eri) and switched from ddd to vvi mode and lost asynchronous pacing. The implantable pulse generator (ipg) reached eri with unexpected longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.